Event description:
Surgeon utilized another device to transect the distal sigmoid colon/rectum. An slc55 slu was used to transect the proximal colon. Anvil of the cs29 was placed into the distal segment and came through the proximal colon with the cs29. Surgeon connected the anvil to the cartridge of the cs29 and proceeded to close the device. The device got into range and the firing sequence was completed. Upon inspection of the donuts both were intact and circumferential. The surgeon then performed an air leak test and no leak was detected. The surgeon then reinforced the suture line with add'l suture and proceeded to close the pt. The pt did fine for a couple of days then progressively got more sick and was readmitted to surgery. Upon re-operation, a pinhole sized leak was detected at the site of the anastomosis in between two of the reinforcing stitches. Surgeon commented that the pt had a bowel movement two days postoperatively and that perhaps this could have contributed to the problem.